Manufacturer narrative:
The online dat barbiturates plus reagent lot number was 823104. The expiration date was not provided. Visual check of the sample showed no abnormalities. The customer confirmed that there were remaining tests on the pack that was in use, and the calibration was low. The customer loaded a new reagent pack. He inspected the caps and found them properly pierced. He performed advanced vacuum flow path cleaning. The field service engineer verified the syringe seals, replaced the sample probe, and performed sample probe adjustments. He then primed the acid and basic wash, performed an air purge, performed a bath exchange, and ran a photometer check. He verified rinse levels, gear, and water pump pressures, and they were within specifications. Hardware check, precision studies, calibration, and qc were performed, and they were within specifications. Ten samples were repeated with expected results. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with online dat barbiturates plus assay on a cobas c 503 analytical unit. The sample was initially tested, resulting in 222, and another result with no value, but it was accompanied by a data flag. The initial positive results prompted the repeat of the sample after calibration and qc were rerun. Repeat result: -21. No unit of measurement was provided. The repeat result was deemed to be correct as it matched the patient's history. Reportedly, an amended report with the correct result was issued.